Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had power failure. As per part investigation, it was determined that the root cause of the complaint was thermal damage to components on the power supply board caused by an electrical failure and overcurrent condition. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "used power supply to fix a different machine" was confirmed by field service engineer and subsequently confirmed in the dchu testing and inspection process. According to wo (B)(4), the fse reported that replaced the power supply and turned on the station. During dchu visual inspection: p/n 136617 03: the part was received for inspection which revealed no visible physical damage, missing components or signs of fluids ingress. During dchu testing: p/n 136617 03: dmm testing detected no output voltage, internal inspection revealed thermal damage on components of power supply board. The device was in use for treatment purposes as intended per 21 cfr 82.198. Root cause: the root cause of the complaint was identified as thermal damage to components on the power supply board circuit board resulting from an electrical failure, which could have been produced by an overcurrent.